Event description:
The lay user/patient contacted lifescan alleging the owner's booklet was in (B) (4) vs. English (incorrect product). There were no allegations of harm or injury. Replacement products were sent to the patient.